Event description:
Additional information: it was reported that the cause of the event was unknown. There was a revision of the implantable neurostimulator. Devices will not be returned to manufacturer, no hospitalization was required.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient's symptoms included loss of bladder control. The symptoms began 10-12 days prior to report date. The patient also stopped feeling stimulation at this time. The patient's implantable neurostimulator (ins) had moved from her waist to sitting above her waist. The patient stated that she could usually feel stimulation when lying still, but now she could not feel anything. The patient also felt pain at her waist. Therapy was working well before. The patient's ins had been reprogrammed in (B)(6) and things were ok until the symptoms described above started to occur. One day after the initial report, it was reported that the ins was way up above the patient's waistline. The pain at her waist was described as a hurting sensation, like the device was pushing down on it. The patient stated that it was like the device was embedded in muscle or soft tissue. The patient had leaking and night incontinence. No stimulation had been felt for 3 weeks. The patient verified that stimulation was on. The patient increased the amplitude from 2.4 v to 2.8 v, and began to feel stimulation and would monitor symptoms. The patient had an x-ray scheduled that was requested by her health care provider to determine whether the device had moved. The patient had an appointment scheduled with her physician on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v824348, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).